Event description:
The user facility reported an incident described as a pt burn ("level 2"). The pt exhibited a circular burn surrounding the surgical area where an incision had been made to conduct a skin graft.

Manufacturer narrative:
The microscope was inspected by a service tech on april 29, 2008 and found to be in proper working order. Upon meeting the members of the hospital, it was determined that the user of the microscope had not attended the in-service when the microscope had been installed and that the user was not familiar with the xenon illumination. An add'l in-service was offered to the customer.